Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in service. It was reported that this ICD delivered an inappropriate electric shock due to atrial fibrillation. Additionally, it was noted that this ICD displayed battery capacity depleted (bcd). Furthermore, the patient had received inappropriate shocks prior to this incident. No further adverse events have been reported and this product remains in service.